Manufacturer narrative:
(B)(4) unique identifier (UDI) # - correction, if follow-up, what type?: correction.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.